Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd and a root cause could not be determined.

Event description:
It was reported with the use of the bd vacutainer® push button blood collection set there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
The following fields have been updated for the product that was sent back for investigation. Lot#: 8165940. Device expiration date: 06/30/2020. Device available for evaluation: yes. Returned on: 10/19/2018. Device evaluated by manufacturer?: yes. Device manufacture date: 6/14/2018. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated & tested and the customer's indicated failure mode for issues with the needle bevel or sample flow rate with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported with the use of the bd vacutainer® push button blood collection set there was an issue with leakage. There was no report of injury or medical intervention.